Event description:
Pt with esrd was admitted in late 2007 with change in mental status, fever and hypotension. Pt presumed septic and pt started on vancomycin and gentamicin. Blood cultures came back positive for s. Aureus coag +. Pt also required dopamine on admission for hypotension. Pt's original central catheter was removed and temporary dialysis and a central lines were placed. On three days later, urine cultures were positive for candida albicans and candida glabrata. On the next day, a catheter tip culture was positive for s. Aureus and on the same day, a new central venous line was placed for both dialysis and intravenous medication treatment. All lines were flushed with saline and heparin per protocol by hospital nurses. On the following day, pt's blood cultures continued to show s. Aureus bacteremia, and repeat blood cultures were routinely drawn. A repeat blood culture drawn in 2008 returned positive for serratia marcescens. Aztreonam and avelox were initiated to treat the s. Marcescens. Later pt's aztreonam was switched to gentamicin. As pt experienced persistent bacteremia since admission, cardiology was consulted as endocarditis was suspected; however, the pt has limited venous access and no major intravenous lines can be started as per interventional radiology due to poor veins. Hence tee was canceled. Pt was discharged on ten days later, on cubicin, gentamicin -both for 4 weeks-, diflucan, and avelox. Dose or amount: 5 ml and 10 ml, frequency: ud prn, route: IV. Dates of use: 2007 - 2008. Diagnosis or reason for use: IV line patency.